Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a follow-up, externalized conductors were observed via cinefluoroscopy. No further information is available as of this moment.

Event description:
New information revealed that no intervention is planned for this lead. The patient was stable will continue to be monitored.